Event description:
The customer reported the sys lost motorized movements. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced a connector pin. The sys operates as intended.